Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to perforation resulting in loss of capture (loc) and high capture threshold confirmed through x-ray. A new rv lead was placed. This rv lead remains implanted and will not be returned. No additional adverse patient effects were reported.